Manufacturer narrative:
(B)(4). Batch r5c42e. Investigation summary: the analysis results showed that the tx60b device arrived with no apparent damage and with a reload present. The reload was received fully fired. In addition, a second reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified.

Event description:
It was reported that during a hemicolectomy procedure, the surgeon used a stapler across the top of anastomosis. Once the bowel was divided it was clear there was not a seal across the anastomosis. It seemed the staples did not deploy when fired. "This had sever effect" where the bowel then needed further resection and another anastomosis formed. The issue was only with not sealing the anastomosis. The bowel needed to be resected again to form a new anastomosis.